Manufacturer narrative:
The report from the affiliate indicated that the patient was admitted for a pci procedure in 2004 of a very calcified and tortuous middle lad. During the procedure, the physician advanced the catalogue# to the target site, but was unable to cross the lesion. The report indicated that the physician pull in and out three times on the stent shaft, in order to push the stent across the lesion, and during this maneuvering the proximal end part of the stent strut was kinked. The product was removed, and the report indicated that there was no patient injury. Additionally, further information has been request, but was not available at this time. This device is not distributed in the USA; however, it is similar to USA product.

Event description:
Uplifted proximal strut.